Event description:
It was reported to philips that a low disk error occurred during clinical use on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reset the disk connections and provided a workaround solution. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).